Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant indicator recently. However, the device showed two years remaining five months ago. Boston scientific technical services (ts) reviewed and noted that recently the right ventricular (rv) output was at 2.4 volts, power consumption 35 microwatts and ninety five percent. To date, the device remains in service. No adverse patient effects reported.